Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 1.55mm at the swaged end compared to the nominal pin diameter of 1.85mm. Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage. The complaint regarding pin was only on one side of the jaw was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm prograsp forceps instrument pin was only in one side of the jaw. Probe removed with pin in one jaw. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no missing fragments or material fell into the patient.